Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, lot/serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. Product ID: 8731sc, serial/lot #: (B)(4), ubd: 12-aug-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving di laudid (10mg/ml at 4.791mg/day), bupivacaine (7mg/ml at 3.3535mg/day), and fentanyl (500mcg/ml at 239.54mcg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the hcp was unable to aspirate the catheter. No environmental, external, or patient factors were reported to have caused this issue. A dye study was unsuccessful. An entirely new catheter and pump were inserted on (B)(6) 2018. The hcp cut the catheter and was not able to confirm that all of the catheter was removed. He was able to remove the part of the catheter distal to the anchor. The catheter tip was at t7 and cerebrospinal fluid (csf) was seen throughout. The issue was resolved and the patient was "alive - no injury". There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that no cause of the inability to aspirate the catheter was determined. There were no further complications reported at this time.